Manufacturer narrative:
Approximate age of device - 5 months. No further information was provided. The pump remains off but in situ; therefore it is not available for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the process of moving from (B)(6) since (B)(6) and had been managing his international normalized ratio (inr) at home. The patient originally had lab tests drawn in (B)(6) on (B)(6) 2015 and his lactate dehydrogenase (ldh) was 833 u/l and his inr was 1.14, but an initial vad clinic visit had not yet been scheduled. The patient presented to the vad clinic on (B)(6) 2015 and they found his pump speed set at 8200 rpm with an estimated flow of +++ and a pump power of 9.6 watts. The patient¿s presenting symptoms were chest pain on exertion, dark urine, and weight gain. The patient had been lifting something heavy at home last week and developed chest pain for which he took oral pain medication which provided relief and he rested until this clinic visit. A CT scan showed the outflow graft had nearly or completely clotted off. His anticoagulation labs showed a sub-therapeutic inr and his ldh was 968 u/l. His ejection fraction was in the 50% range per echocardiogram. No alarms were reported. A pump exchange was discussed; however it was decided to turn the pump off. The driveline cut and removed from just underneath the skin, and the pump was left in situ. No additional information was provided.

Manufacturer narrative:
The patient remains on lvad support. A direct correlation between the device and the patient¿s reported elevated lactate dehydrogenase could not be determined through this evaluation; however, the manufacturer¿s heartmate ii lvas instructions for use lists thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.